Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test per as follows, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime. Visual fluid flowing through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Evaluated 3 opened used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test per as follows, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose levels of up to 478 mg/dl. No alert was triggered while the customer tried to correct his/her high blood glucose level. The product was returned. Nothing further to report.